Event description:
The physician reported the pt presented with a baseline loss of vision in one eye, and a significant decrease of visual acuity of the other eye. Coil embolization was performed in 2006, utilizing 16 boston scientific detachable coils. The physician reported that from a procedural standpoint, the case was straight forward. Heparin was given, and the pt was on plavix while dexamethasone was administered prior to coil embolization. The physician reported due to aneurysm's large size, more coils could not be implanted, thereby making packing of the aneurysm suboptimal (approx 10% to 15%). Considerations were given to stent placement; however, this option was not pursued due to the tortuosity of the pt's vasculature. The pt's visual loss she had been suffering from, improved within the first few days prior to surgery. However, four days later, the pt suffered complete loss of vision, and developed a coma. The pt's glasgow come score (gcs) reportedly dropped over the next several days to as low as seven (3 being the worst, and 15 being the best in the gcs scale). The pt developed a high fever and endocrine problems, mainly due to a mass effect of the aneurysm, with reduced antidiuretic hormone (adh) and concomitant hyponatremia (low sodium levels - 124 meq/l). There was no evidence of stroke on the CT scan, however, the brain surrounding the coil was difficult to visualize due to artifact, which may or may not have masked evidence of edema. No MRI was performed. Cerebral spinal fluid was negative for organisms. Protein and cellular info was not disclosed to boston scientific as this info was not available at the time. Blood culture and urinalysis were unremarkable. Two weeks following the procedure, the pt's gcs rating continued to improve up to 14, although permanent and persistent visual loss was now present. The pt was reportedly still febrile and will be discharged from the hosp in the near future. Pt continues to take acetylsalicylic acid (asa) and gentamycin, steroids have been discontinued.

Manufacturer narrative:
The device in question will not be returned to boston scientific for technical analysis as it was implanted into the pt. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. The pt had already presented with loss of vision in one eye, and visual field cut of the other eye. Post procedure, the pt experienced total vision loss after coil embolization of a large aneurysm. Boston scientific acknowledges the occurrence of this complication, but cannot determine the relationship (if any) between the reported event and the devices utilized during the procedure. As part of the natural history of large cerebral aneurysms located on the internal carotid artery, visual loss in varying degrees is known to accompany aneurysmal disease. Whether this complication was caused by an alteration of aneurysm morphology resulting in compression of neighboring nerves, or by an effect exerted by the coil mass on oculomotor and optic nerve pathways cannot be determined. The visual loss also could have been caused by a prolonged spasm involving the left ophthalmic artery. Boston scientific will continue to gather any add'l info available regarding this incident. If any further, significant info is found, a supplemental report will follow.